Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that upon implant, high impedance was noted. Pacing and sensing thresholds were normal. The lead was replaced.